Event description:
Information was received from a healthcare professional (hcp) regarding patient who was receiving baclofen [2000 mcg/ml] at minimum rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 that the patient had been weaned off intrathecal baclofen and was having the pump programmed to pump off state. It was indicated that this was an elective abandonment of therapy. It was noted that when they interrogated the pump to program it to off state they noticed a safe state alarm occurred, and that the logs showed this occurred on (B)(6) 2016. The hcp entered minimum rate mode again in the infusion mode screen and then programmed the pump off password successfully. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.